Event description:
Spv was implanted on (B)(6). As the pt suffered from hydrocephalus from (B)(6) they gradually lowered the pressure setting to position 1. The condition of the pt improved but the pt suffered from hydrocephalus again from november. Therefore, the surgeon replaced the spv with a new one.

Manufacturer narrative:
The incident has been reported to the MFR on 12/18/2013. Results of analysis will be developed in a f/u report.